Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6-investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: there was no patient contact. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vtich12.6 implantable collamer lens, +01.00/+6.0/103 (sphere/cylinder/axis), and the lens tore (by pulling it towards the front of the cartridge). The surgeon did not implant another icl lens. The cause of the event was unknown (may be due to the thickness of this icl).